Event description:
It was reported that, in three instances, during the processing of cord blood units for storage, blood started leaking from the "y" tubing, at the junction where the tubing connects to the 150 ml bag, 200 ml transfer bag, and the spike tubing. The amount of cord blood lost from was respectively: no significant volume. 2-4 ml; 4 ml.

Manufacturer narrative:
Device evaluation begun, but not yet completed.